Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery compartment is damaged and bent out. The customer states they occasionally loose power. The customer states the screen goes blank. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted. The customer is receiving replacement battery cap, and was advised to call back if issues persist.